Manufacturer narrative:
Device is combination product.

Event description:
It was reported that stent damage occurred. The >92% stenosed target lesion was located in the distal right coronary stenosis. A 2.25x24mm promus element drug-eluting stent could not be advanced to the target lesion. The stent strut was noted to be lifted upon withdrawal of the device. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device is combination product.

Event description:
It was reported that stent damage occurred. The greater than 92% stenosed target lesion was located in the distal right coronary stenosis. A 2.25x24mm promus element drug-eluting stent could not be advanced to the target lesion. The stent strut was noted to be lifted upon withdrawal of the device. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable. Device eval by manufacturer: promus element, mr, ous 2.25 x 24 mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found damage to first proximal strut row with stent struts lifted. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along several locations of the hypotube shaft. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.